Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the the lead replacement procedure, the physician used the bovie near the ipg ( reportedly the ipg was in the surgery mode). Ipg was unable to connect after the surgery. As a result, ipg was explanted and replaced and new ipg functioned normally.